Event description:
Customer reported hospitalization due to high blood glucose. The current blood glucose reading is 179 mg/dl. Customer could not get the high blood glucose level down. Customer passed out. The paramedics were called. Customer experienced excessive thirst. The blood glucose reading at the time of the event was 1411 mg/dl. Customer admitted to ICU. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.